Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2018. No further information was available.

Event description:
New information received on 8/20/18 indicated the patient presented in clinic for routine follow up. Upon device interrogation, the right atrial lead exhibited noise oversensing leading to pacing inhibition. The patient was asymptomatic to the pacing inhibition. The patient was stable throughout the replacement procedure.

Event description:
New information received on (B)(6) 2018 indicating that the patient presented for an unrelated procedure. During the procedure, the lead was explanted and replaced. The patient was stable.